Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon troubleshooting, to resolve the issue, the fse reseated all the host pc cables, completely turned off the system, and restarted it. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.